Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration, that was confirmed through x-ray. The patient underwent a revision procedure wherein the leads were placed back in the original location and remains implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7122573.